Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No auto off alarm could be verified due to a keypad anomaly. The insulin pump had minor scratches on the display window, a cracked display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed auto off. Customer removed the battery and reinserted it and the alarm is not cleared. Customer sated that the buttons are not responding to clear the alarm. Blood glucose is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.